Event description:
A peritoneal dialysis (pd) patient contact reported that patient came to the pd clinic for a scheduled pd adequacy check. When the patient arrived with the pd effluent drain bag, the pdrn noted it to be cloudy. The patient did not have any physical signs or symptoms to report. A culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 1g and ceftazidime 1.5g (frequency and duration not provided). The culture resulted positive for coagulase-negative staphylococcus (species unknown). The patient¿s antibiotics were adjusted. The ceftazidime was discontinued, and the vancomycin was prescribed 1g every 5 days for two weeks. The patient did not require hospitalization for the event. The cause of the peritonitis was determined to be a combination of touch contamination by the patient at disconnect and forced air from a space heater not being turned off prior to treatment. The patient¿s primary caregiver and usually the one to set-up and disconnect the patient, however the patient disconnected from the treatment themselves and admitted that they touched something at disconnect as they didn¿t follow proper guidelines. The pdrn is scheduled for a home visit to re-teach the patient the proper techniques for pd therapy set-up and disconnect.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty select cycler and cycler set. Additionally, there is no allegation of a device malfunction or deficiency reported for the event. The cause of the peritonitis has been attributed to touch contamination at disconnect along with the patient use of a space heater with forced air during treatment. This is supported by the culture result of coagulase-negative staphylococcus which are the predominant normal flora on human skin with most cases stemming from touch contamination. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event. Should additional information become available related to a fresenius device(s) and/or product(s), please re-submit for a clinical review and the need for a clinical investigation will be reassessed accordingly.

Event description:
A peritoneal dialysis (pd) patient contact reported that patient came to the pd clinic for a scheduled pd adequacy check. When the patient arrived with the pd effluent drain bag, the pdrn noted it to be cloudy. The patient did not have any physical signs or symptoms to report. A culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 1g and ceftazidime 1.5g (frequency and duration not provided). The culture resulted positive for coagulase-negative staphylococcus (species unknown). The patient¿s antibiotics were adjusted. The ceftazidime was discontinued, and the vancomycin was prescribed 1g every 5 days for two weeks. The patient did not require hospitalization for the event. The cause of the peritonitis was determined to be a combination of touch contamination by the patient at disconnect and forced air from a space heater not being turned off prior to treatment. The patient¿s primary caregiver and usually the one to set-up and disconnect the patient, however the patient disconnected from the treatment themselves and admitted that they touched something at disconnect as they didn¿t follow proper guidelines. The pdrn is scheduled for a home visit to re-teach the patient the proper techniques for pd therapy set-up and disconnect.